Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 131 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was sitting at a table, leaning against the arm of the chair, which may have pressed the buttons and caused a button error alarm. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. No damage on the keypad assembly or button error alarm noted. Inspected the connector on the lcd and no unlock keypad connector found or cosmetic damage found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.